Event description:
The account reported the bed will not place a nurse call. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found that both the testport cable and the side com power control board assembly had fluid ingress. The account replaced the test port cable and the side com power control board assembly but the issue remains. The account stated that both nurse call led's on each side rail are on. Hill-rom technical support asked the account to replace another known working bed into this room for possible suspect nurse call system issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made to receive resolution for the nurse call allegation with no feedback from the account. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.